Event description:
It was reported that upon cardiac resynchronization therapy pacemaker (crt-p) interrogation, this right ventricular (rv) lead had switched to unipolar pacing. When attempting to reprogram to bipolar pacing, it was noted the rv lead exhibited loss of capture (loc) and pacing impedance high out of range. It is believed that as the loc was only noted in the bipolar configuration, the rv lead exhibited a fracture of the outer coil. Reportedly, the patient is pacing dependent on the rv, therefore, the physician made the decision to surgically abandon the rv lead and replace it to avoid future complications. In addition, the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to advisory in the same surgical intervention. No additional adverse patient effects.